Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the tube was disconnected from the chamber. Further inspection revealed that the "pip" (pipe) of the chamber was off set from the middle, and hence the tube could not be inserted correctly by the automated machine, and hence resulted in the disconnection. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set broke off below the drip chamber. This was observed prior to connecting to the patient. There was no patient involvement. No additional in information is available.